Manufacturer narrative:
Batch # m91w2j. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found the finding. Our manufacturing batch history review identified that a misfire issue was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criterion was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2015 information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is meant by device "sometimes misfires."

Event description:
It was reported that during an unknown procedure, sometimes misfire, clip comes off vessel. Competitive device product was opened. There were no adverse consequences for the patient reported.